Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is in progress.

Event description:
Customer complaint alleges "the suction tubes were package too curly and couldn't insert". Alleged defect reported as detected prior to use during functional testing. It was reported there was no patient involvement.

Manufacturer narrative:
(B)(4). This MDR was submitted in error. Upon further review of additional information from the customer, the complaint description "the suction tubes were package too curly and couldn't insert (couldn't stretch straightly to insert)". The alleged issue was identifiable to the user from the package prior use. It was reported there was no patient involvement. Information received reasonably suggests no potential patient harm.

Event description:
Customer complaint alleges "the suction tubes were package too curly and couldn't insert". Alleged defect reported as detected prior to use during functional testing. It was reported there was no patient involvement.